Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was difficulty suctioning the patient. They attempt to change his inner cannula but there was difficulty in placing cannula. The ent doctor performed a bedside endoscopy through the tube and saw that there was a significant kink creating an obstruction of approximately 50% of the tube. The patient had dynamic tracheomalacia (presumed from the obstruction in the tube). It was reported that the tube was changed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: (MFR region), (catalog and model #, UDI),. Evaluation summary: one sample was received for evaluation, no lot number was provided and the reported event of a burst cuff is confirmed. An inflation/ deflation test was performed and it was observed the cuff deflated immediately, a visual inspection was performed, and it was observed the cuff is burst. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had two additional tubes that failed and leaked. It was indicated that tubes were removed from the packaging and was used for hours before leakage was noticed. It was also stated that the patient was re-intubated with the same size of tube and patient was on vent when audible leaks occurred. It was indicated that adding the volume did not resolve the issue and the tube was lubricated upon insertion. It was stated that the patient has no issues noted at this time.